Event description:
It was reported that the neurostimulator battery ran out after 2.5 yrs. The device was programmed at low parameters, but still ran out of battery. The device was explanted. There were no pt injuries. Additional info was requested.

Manufacturer narrative:
(B)(4).